Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to phyiscally damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a charger sn (B)(4) was unable to power on and charge a battery pack.